Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an alert in latitude regarding a "possible device malfunction". There are no details at this time on why the alert was triggered. Further information was requested. Upon additional information received, the device is suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. Reportedly, the physician has decided not to replace the device due to the patient condition. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an alert in latitude regarding a "possible device malfunction". There are no details at this time on why the alert was triggered. Further information was requested. The s-ICD remains in service. No adverse patient effects were reported.